Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after missing a dinner announcement that led to hyperglycemia followed by a downward trend into a low, during which a fingerstick was 54 mg/dl and the cgm read 47 mg/dl; the ilet alerted for the low and the event was corrected with oral carbohydrate (juice and bread), with glucose returning to low-normal with a flat increasing trend. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and education with the user regarding recognition and treatment of lows. Investigation of this case revealed no device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.